Manufacturer narrative:
Medwatch sent to FDA on 08/11/2015. The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of erythema, irritation, tenderness, "stiffness" and anxiety are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the nasolabial folds, cheek, marionette lines and "malar area (phlitrum)." Two days later, the patient developed erythema, irritation, tenderness and "stiffness" in the "injected part nasolabial folds" and cheek. Patient spent 14 days getting "clinic help." The patient "got better" but then "symptoms got worse" three days later. The patient was then given "hyaluronate," "stabilization management and immunity recovering ringer" and prescribed anti-inflammatory and antibiotics. The injection has caused the patient to have anxiety and become upset. Symptoms are ongoing.